Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 2.75 x 23 mm xience alpine stent delivery system (sds) was advanced and crossed the lesion; however, the stent could not be deployed. After several attempts, the indeflator was changed for a new indeflator but the balloon still did not inflate. A new sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the noted notch damage occurred during advancement to the lesion. Functional testing was performed on the returned device; however, a leak was identified due to the noted notch damage causing the reported activation failure. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.